Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned with the torque device attached to it. The guidewire did not appear to be used in the patient. Visual examination of the returned device revealed that the guidewire ptfe (polytetrafluoroethylene) coating was scraped off at approximately 53.0 section from its proximal end. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". While there are signs of ptfe damage due to insecure tightening of the torque device, since limited information was provided by the customer and the analyzed ptfe damage was not reported in the initial complaint, a definitive cause could not be determined.

Event description:
Analysis of the returned product revealed that the guidewire ptfe (polytetrafluoroethylene)coating was scraped off. There was no patient involved.